Manufacturer narrative:
Medwatch user facility report # (B)(4) was received on 24sep2021 (contents were included in the initial report). Manufacturer's investigation conclusion: the reported tissue growth could not be confirmed through this evaluation, as no images were submitted for review. In addition, a specific cause for the tissue growth could not conclusively be determined. Although a specific cause for the tissue growth could not be determined, it did not contribute to a functional issue. The patient underwent a routine transplant on (B)(6) 2020 and no device-related issues or adverse patient consequences were reported. The device was not returned for evaluation. Multiple attempts were made to obtain images of the tissue growth; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event and as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. This document also states that pump function will be compromised in the presence of inlet obstruction. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. The surgical procedures section of the IFU provides instructions for device implantation including how to properly insert the inflow cannula. Prior to advancing the inflow cannula into the left ventricle through the apical cuff, the user is instructed to remove the glove tip from the inlet extension and inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also states that pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the inflow cannula of the lvad pump formed a shallow fibrous growth. Surgical pathology confirmed a shallow fibrous pannus-like growth on the inflow cannula (outside and focally inside). The patient was transplanted on (B)(6) 2020.